Event description:
It was reported that the patient with this right atrial (ra) lead experienced a tearing of the tricuspid valve and surgically repaired. Additional information received which indicated that the lead was explanted due to fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.